Manufacturer narrative:
H4: the lot was manufactured from may 14, 2020 - may 15, 2020. H10: the fourteen (14) actual samples were received for evaluation. A visual inspection along with magnification was performed which observed particulate matter (pm) in three (3) samples only. The pm was embedded inside the fill port connector of one sample and loose pm was observed in two samples. The reported condition was verified in three (3) samples; however, not verified for the remaining eleven (11) samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of fourteen (14) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This was identified before use. There was no patient involvement. No additional information is available.